Event description:
Tip of davinci large suture cut needle driver fell off while in use inside of patient. The broken tip was retrieved safely from patient. Davinci representative in room and witnessed the event. Representative made a call to davinci hotline. FDA safety report ID# (B)(4).